Event description:
It was reported that dr was called, because a pt doctor did a bipolar on in 2000 dislocated. When doctor looked at the x-ray, it was obvious that the 28mm femoral head had come out of uh1 universal bi-polar head.